Event description:
The patient had generator replacement surgery. The device was not available for return from the explanting facility. Therefore, no analysis could be performed. No further relevant information has been received to date.

Event description:
Clinic notes were received regarding the patient's upcoming vns generator replacement surgery. The physician stated that the surgery was needed due to adverse side effects at "maximal configurations" and continued seizures. No further relevant information has been received to date.